Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. No burrs or sharp edges were observed on the returned round button. The returned driver's distal square drive is partially broken-off, which is typically caused by excessive force or prying/leveraging during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon used a 1.2 mm guidewire from an ar-8917ds kit to drive through the 1st. Metatarsal and into base of the 2nd. Metatarsal. He then pre-drilled with a 2.5 mm bit through same bones and followed-up with a 3.5 mm drill through same bones. Guidewire was removed following drilling and 3.5 mm titanium anchor was implanted into 2nd metatarsal. Each drilling stage was checked under fluoroscopy. When the anchor was nearing complete implantation into bone, fluoroscopy was used to help check anchor depth. Anchor was seen to be proud and driver was slowly turned to advance anchor further into 2nd met. Ultimately, driver tip broke and a tightrope limb was severed. Anchor could no longer be advanced into bone and tightrope could not be cinched down due to it's limb impairment. Another ar-8917ds kit was opened to use the driver to help retrieve the original anchor. After a few attempts, the task was deemed too difficult by the surgeon. A second anchor was not implanted into patient. Follow-up investigation: the surgeon did not want to make a second incision to try and retrieve the mini tight rope anchor, it remains slightly proud in the patient's second metatarsal. To correct the bunionectomy for hallux valgus, he converted to an osteotomy and the case was successfully completed. Patient is doing fine to date.